Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that colonovideoscope had failed communication error during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2. H3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation scope communication error b30 and white residue in air and water supply. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by the following: the most probable cause of the scope communication error b30 and fails communication error is traced to a component failure, while for the malfunction related to white residue, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.